Event description:
Pt alleges receiving breast implants on 4/9/87. Pt also alleges having discomfort on and off since 1987 and she felt her implants were in the way of her upper arms. She had a heavy feeling and was continually fearful of leakage between 1990 and 1995. Physician's note alleges pt's prostheses felt heavy and were too big, caused her to be tense in her shoulders leading to muscle strain. Pt had removal on 1/5/95.